Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the non calcified and moderately tortuous right renal artery. Pre-dilation was performed with an unspecified 5.0mm balloon. The 8.0x20mm express vascular ld stent system was then implanted in the lesion. Post-dilation was performed with the balloon of the express delivery device. The balloon was inflated three times to an unknown pressure and a fourth time to 8atms. While attempting a fifth inflation, the pressure would not rise and the physician felt the balloon may have ruptured. The procedure was completed with this device. There were no patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the balloon was folded, but not wrapped fully around the shaft. No damage was noted to the shaft of the device. From the condition of the balloon it was not possible to see a clear impression of where the stent was originally crimped on the balloon. The device was attached to an inflation unit and the balloon was inflated to its rated burst pressure (rbp) when a leak was noted in the balloon material. Microscopic examination identified a pinhole in the balloon material located 6mm distal to the distal edge of the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the non calcified and moderately tortuous right renal artery. Pre-dilation was performed with an unspecified 5.0mm balloon. The 8.0x20mm express vascular ld stent system was then implanted in the lesion. Post-dilation was performed with the balloon of the express delivery device. The balloon was inflated three times to an unknown pressure and a fourth time to 8atms. While attempting a fifth inflation, the pressure would not rise and the physician felt the balloon may have ruptured. The procedure was completed with this device. There were no patient complications reported and the patient's status is good. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).